Event description:
Customer's husband reported that at a time when the customer was symptomatic of hypoglycemia requiring treatment by layperson, the compact system gave blood glucose results of 28 mg/dl and 385 mg/dl within 10 minutes. Husband treated the customer with glucagon injection. Compact system gave a blood glucose results of 450 mg/dl within 10 minutes of the 385 mg/dl result. A request was made for the return of the system and a replacement was sent.